Event description:
The customer obtained non-reproducible lower than expected vitros amon quality control results on a vitros 250 chemistry system. A vitros amon result of 112.0 ¿mol/l was obtained from the vitros liquid performance verifier ii control fluid versus the expected value of 168.2 ¿mol/l, and a vitros amon result of 177.0 ¿mol/l was obtained from the biorad level 2 control fluid versus the expected value of 243.2 ¿mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible lower than expected vitros amon quality control results were obtained on a vitros 250 chemistry system. Atypical within-laboratory and within-run vitros amon precision was observed, and two different reagent lots were similarly affected. The customer performed a microslide incubator decontamination procedure to return the instrument to expected operation. Following completion of this action, acceptable vitros amon performance was observed. Per the vitros 250/350 chemistry system maintenance and diagnostics guide (13 june 2012 revision), microslide incubator cleaning is considered an ¿as required¿ maintenance activity. The root cause of this event is most likely instrument related. There was no evidence to suggest a malfunction of either vitros amon reagent lot.